Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Customer did not return the insertion needle, unable to confirm needle anomaly.

Event description:
It was reported that the customer had blood on site after using an enlite sensor. Customer stated that the site is not actively bleeding. Customer's blood glucose level was 453 mg/dl earlier, but she took a bolus to treat. Customer stated that overnight, her infusion site came out and that's what caused the high blood glucose level. Customer reported that the blood is visible on the sensor connector. Customer stated that the blood is on the white plastic piece that folds over the sensor. Customer was advised to change the infusion set and monitor the issue. Customer was also advised that the blood in the sensor could affect the readings. Customer will be sent a replacement sensor. No additional information provided.